Manufacturer narrative:
According to available information, this system remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
According to available information, this device was removed. Should further information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, redness was observed at this pacemaker pocket site. The patient with this device was hospitalized, received antibiotic therapy, the wound was debrided and will be further monitored. No further patient symptoms were reported.